Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had unloading problem and the jaws of the device was locked on tissue. The liver was so soft that it was disbanded. No reported patient outcome.